Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter thoracic aortic aneurysm 20 months ago. The proximal aorta just proximal to the aneurysm was 35 mm in diameter and 35 mm in length and just distal to the innominate artery it was 40mm in diameter. The distal aorta within the previously implanted stent graft was 30 mm in diameter. Prior to the talent stent graft implant another manufacturer's stent graft had been implanted in the descending aorta then two talent stent grafts were implanted. The distal main talent stent graft was adjacent to the other manufacturer's stent graft and the proximal main was implanted proximally just distal to the innominate artery. The subclavian artery and the common carotid artery were debranched as part of the procedure. Approximately four weeks ago the patient presented with hemoptysis and a type iii endoleak, separation was observed between the talent distal main stent graft and the other manufacturer's stent graft. The physician implanted 2 valiant stent grafts to successfully resolve the endoleak. The procedure was completed and the endoleak was repaired. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Untested interaction with other manufacturer's previously implanted stent graft. Conclusion: untested interaction with other manufacturer's previously implanted stent graft.